Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. 19 sterile/unused devices received were received part#1003331 and lot#60543313. Visual inspection and leak testing was performed on all 19 sterile/unused devices. All samples were successfully tested with no anomalies noted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect - clinical code 1888 was removed and code 4582 was added; health effect - impact code 4613 was removed and code 2199 was added. H11 - additional mfg narrative: revised.

Event description:
It was reported the procedure was to treat a severely calcified lesion in the left anterior descending artery. During use of the copilot bleedback control valve (bbcv), a leak was noted resulting in blood loss for the patient. No treatment was performed for the blood loss and the procedure was completed using the same copilot. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of hemorrhage is not listed in the copilot bleedback control valve 0.096¿ instructions for use as a known foreseeable event; however, hemorrhage is listed as a foreseeable event in the no-fault errors for coronary and endovascular products risk assessment. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. The reported patient effect are a result of the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a severely calcified lesion in the left anterior descending artery. During use of the copilot bleedback control valve (bbcv), a leak was noted resulting in blood loss for the patient. No treatment was performed for the blood loss and the procedure was completed using the same copilot. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.